Manufacturer narrative:
Siemens filed initial MDR 2432235-2020-00295 on 21-may-2020. Additional information (21-may-2020): the customer informed siemens that the discordant result was not reported to a physician. The customer informed siemens of additional patient results and these results were reported in MDR 2432235-2020-00315. On 05-jun-2020, siemens contacted the customer and the customer confirmed that the issue has not recurred since the last service visit. The result code of section h6 was updated to reflect the additional information. Corrected information (21-may-2020): in the initial MDR, it was documented that the customer informed siemens that they replaced the deionized water tank again on 17-may-2020. The customer replaced the deionized water tank on 15-may-2020. In the initial MDR, the date of event was 22-apr-2020. It was clarified that the date of event should be (B)(6) 2020. Section b3 was updated to reflect the corrected information. Supplemental MDR 2432235-2020-00283_s1, supplemental MDR 2432235-2020-00284_s1, and MDR 2432235-2020-00315 were filed for the same issue.

Manufacturer narrative:
The customer notified siemens of an elevated concentrated carbon dioxide (co2_c) result that was obtained on a patient sample on the advia 1800 instrument. The customer reported that there were no system errors. Deionized (di) water tanks were replaced on (B)(6) 2020. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse adjusted alignments for all probes, removed water reservoir and rinsed it with di water, cleaned the water filters, and observe residue on the filters. The cse did not find evidence of an instrument malfunction. Then, the customer ran qcs, which recovered acceptably. The customer informed siemens that they replaced the di water tank again on (B)(6) 2020. On (B)(6) 2020, the cse was dispatched to the customer's site again. During this visit, the cse performed a decontamination procedure on the water and salt lines, replaced the water filter at the customer's plumbing line. Calibration and qc were ran after decontamination and both recovered acceptably. The cause of the elevated co2_c result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. Mdrs 2432235-2020-00283 and 2432235-2020-00284 were filed for the same issue.

Event description:
An elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an advia 1800 instrument. It is unknown whether the elevated result was reported to a physician(s). The sample was repeated twice and the repeat results were lower than the discordant result. The correct result for this patient is unknown and it is unknown whether any of the results were reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the elevated co2_c result.